Manufacturer narrative:
B3: date of event estimated as (B)(6) 2014. D4: the UDI is unknown due to the part/lot number was not provided. D6. Date of implant is estimated as (B)(6) 2014. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional xience device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that a 3x18 mm vision stent had been implanted in the proximal / mid left anterior descending (lad) coronary artery in (B)(6) 2014. In (B)(6) 2014, restenosis was noted and a 3x28 mm xience stent was implanted as treatment. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of occlusion is listed in the rx & otw multi-link vision coronary stent systems instructions for use (IFU), as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.